Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported after inserting a tampon she noticed pieces of the pledget remained inside the applicators. She stated she was unsure but did not believe pledget pieces remained inside her vaginal cavity. She did not experience any adverse health effects and did not seek medical attention.